Event description:
Report events of "band slippage" from journal article: "high failure rate of the laparoscopic-adjustable gastric band as a primary bariatric procedure". Surgery for obesity and related diseases: official journal of the american society for bariatric surgery, (2013 dec 6). Electronic publication date: december 6, 2013.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info will not be provided to allergan. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event.